Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cholecystectomy in 1996. Previously administered products included for an unreported indication: codeine, phenergan and lortab. Past adverse reactions to the above products included dyspnoea with codeine; nausea with phenergan; and pruritus with lortab. Concurrent conditions included abscess, asthma, uterine bleeding, abdominal pain, ovarian pain, thrombocytopenia, joint pain, breast pain, ovulation pain, numbness, mood swings, endometriosis and lymphadenopathy. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as diclofenac potassium and doxepin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 125 days before insertion of essure, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2010, the patient experienced hypersensitivity ("lots of allergy issues") with rash generalised, the first episode of back pain ("lower back pain") and hypoaesthesia ("numbness in legs / buttocks"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), adnexa uteri pain ("knife-stabbing (turning) sensations in ovary area, front hip bones pocket level / ovaries pain"), urinary incontinence ("urinary incontinence"), the first episode of abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of back pain ("severe back pain") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with levofloxacin (levaquin), salbutamol sulfate (albuterol sulfate), venlafaxine, surgery (underwent bilateral salpingectomy), surgery (ablation, d&c) and surgery (ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia, adnexa uteri pain, urinary incontinence, headache, tooth disorder, allergy to metals and the last episode of abdominal pain lower had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, the last episode of back pain, dyspareunia, migraine and alopecia had resolved and the hypersensitivity and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fibromyalgia, hypersensitivity, hypoaesthesia, urinary incontinence and the first episode of back pain with essure. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptomshave resolved and that she feels much better diagnostic results: on (B)(6) 2010, hysterosalpingogram test was performed. Event severe menstrual pain; abnormal menstrual bleeding; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; and hair loss added from summons. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043071) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included abscess and asthma. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as diclofenac potassium and doxepin. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 125 days before insertion of essure, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2010, the patient experienced hypersensitivity ("lots of allergy issues") with rash, the first episode of back pain ("lower back pain") and hypoaesthesia ("numbness in legs / buttocks"). On (B)(6)2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced tooth disorder ("dental problems"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), adnexa uteri pain ("knife-stabbing (turning) sensations in ovary area, front hip bones pocket level / ovaries pain"), urinary incontinence ("urinary incontinence"), the first episode of abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of back pain ("severe back pain"), allergy to metals ("nickel allergy") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with levofloxacin (levaquin), salbutamol sulfate (albuterol sulfate), venlafaxine, surgery (underwent bilateral salpingectomy), surgery (ablation, d&c) and surgery (ablation, d&c). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fibromyalgia, adnexa uteri pain, urinary incontinence, headache, tooth disorder, allergy to metals and the last episode of abdominal pain lower had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, the last episode of back pain, dyspareunia, migraine and alopecia had resolved and the hypersensitivity and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fibromyalgia, hypersensitivity, hypoaesthesia, urinary incontinence and the first episode of back pain with essure. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptomshave resolved and that she feels much better event severe menstrual pain; abnormal menstrual bleeding; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; and hair loss added from summons most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dental problems, nickel allergy, lower abdominal pain, did not undergo essure confirmation test", reporter, lot number, historical and concomittant condition and drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cholecystectomy in 1996. Previously administered products included for an unreported indication: codeine, phenergan and lortab. Past adverse reactions to the above products included dyspnoea with codeine; nausea with phenergan; and pruritus with lortab. Concurrent conditions included abscess, asthma, uterine bleeding, abdominal pain, ovarian pain, thrombocytopenia, joint pain, breast pain, ovulation pain, numbness, mood swings, endometriosis and lymphadenopathy. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as diclofenac potassium and doxepin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 125 days before insertion of essure, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 20, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2010, the patient experienced hypersensitivity ("lots of allergy issues") with rash generalised, the first episode of back pain ("lower back pain") and hypoaesthesia ("numbness in legs / buttocks"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), adnexa uteri pain ("knife-stabbing (turning) sensations in ovary area, front hip bones pocket level / ovaries pain"), urinary incontinence ("urinary incontinence"), the first episode of abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of back pain ("severe back pain") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with levofloxacin (levaquin), salbutamol sulfate (albuterol sulfate), venlafaxine, surgery (underwent bilateral salpingectomy), surgery (ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia, adnexa uteri pain, urinary incontinence, headache, tooth disorder, allergy to metals and the last episode of abdominal pain lower had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, the last episode of back pain, dyspareunia, migraine and alopecia had resolved and the hypersensitivity and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fibromyalgia, hypersensitivity, hypoaesthesia, urinary incontinence and the first episode of back pain with essure. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptomshave resolved and that she feels much better diagnostic results: on (B)(6) 2010, hysterosalpingogram test was performed. Event severe menstrual pain; abnormal menstrual bleeding; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; and hair loss added from summons most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received. Reporter's information was added. Preferred term of event rash was updated to rash generalized. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("lots of allergy issues") with rash, the first episode of back pain ("lower back pain") and hypoaesthesia ("numbness in legs / buttocks"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), adnexa uteri pain ("knife-stabbing (turning) sensations in ovary area, front hip bones pocket level"), urinary incontinence ("urinary incontinence"), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, adnexa uteri pain and urinary incontinence had not resolved, the hypersensitivity and hypoaesthesia outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, the last episode of back pain, dyspareunia, migraine and alopecia had resolved. The reporter provided no causality assessment for adnexa uteri pain, fibromyalgia, hypersensitivity, hypoaesthesia, pelvic pain, urinary incontinence and the first episode of back pain with essure. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and the second episode of back pain to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptoms have resolved and that she feels much better event severe menstrual pain; abnormal menstrual bleeding; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; and hair loss added from summons quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event severe menstrual pain; abnormal menstrual bleeding; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; and hair loss added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.